Event description:
During in situ testing the clinic was reportedly unable to connect to the internal device and was therefore also unable to read the serial number or perform in situ measurements. The user's parents reported a possible change in her response to sounds and that she did not want to wear the device. The field will follow up with the clinic.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During in situ testion the clinic was reportedly unable to connect to the internal device and was therefore also unable to read the serial number or perform in situ measurements. The user's parents reported a possible change in her response to sounds and that she did not want to wear the device. The field will follow up with the clinic.